Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. A pacemaker transmission showed noise on both the atrial and ventricular leads. Interrogation showed the noise was external caused by cautery electromagnetic interference. The patient was asymptomatic. No changes were made.